Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of menorrhagia ("abnormally heavy menstrual bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since 2015, palpitations since 2015, sickle cell trait since 1969, obesity and overweight. Concomitant products included cholecalciferol (vitamin d3) since 2014, fish oil since 2015, ginkgo biloba (ginko biloba) since 2015, hydrochlorothiazide, metoprolol, oral contraceptive nos from (B)(6) 2009 to (B)(6) 2010 and vitamins since 2012. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain ("severe pelvic pain/pain"), back pain ("lower back pain"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), the first episode of rash papular ("red itchy rash"), the first episode of allergy to metals ("nickel allergy"), menstruation irregular ("irregular periods") and the first episode of abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). On (B)(6) 2009, the patient experienced rash ("rashes/rashes on legs and arms"). On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse(dyspareunia)"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge"), bacterial infection ("bacterial infection"), vulvovaginal mycotic infection ("yeast infection") and tooth disorder ("dental problems"). On (B)(6) 2011, the patient experienced alopecia ("hair thinning/ hair loss"). On (B)(6) 2014, the patient experienced device expulsion ("essure migrated near the uterus/migration of essure device location of device: uterus"). On an unknown date, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required), the first episode of dysmenorrhoea ("abnormally severe menstrual pain"), the second episode of abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), the second episode of menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), pain in jaw ("severe jaw bone pain"), vitamin d deficiency ("vitamin d deficiency"), hot flush ("hot flashes"), mood swings ("mood swings"), feeling abnormal ("brain fog"), abdominal distension ("abdominal bloating / abdominal distention"), pyrexia ("fever"), breast tenderness ("breast tenderness"), vaginal infection ("chronic vaginal infections"), pruritus ("itching"), visual impairment ("vision problems"), the second episode of allergy to metals ("allergy to metals"), female sexual dysfunction ("inability to have sexual intercourse"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), ovarian mass ("mass on the right ovary"), rash erythematous ("red itchy rash") and the second episode of rash papular ("raised bumps") and was found to have uterine leiomyoma ("uterine fibroids") and weight decreased ("weight loss"). The patient was treated with ibuprofen, paracetamol (tylenol) and surgery (uterine ablation, dilation and curettage). Essure treatment was not changed. At the time of the report, the device expulsion, the last episode of abdominal pain lower, pelvic pain, back pain, arthralgia, uterine pain, the last episode of menorrhagia, menstrual disorder, uterine leiomyoma, dental caries, tooth loss, dysgeusia, pain in jaw, vitamin d deficiency, hot flush, mood swings, feeling abnormal, abdominal distension, pyrexia, nausea, breast tenderness, vaginal infection, vaginal discharge, dyspareunia, rash, pruritus, alopecia, weight increased, visual impairment, the last episode of allergy to metals and female sexual dysfunction had not resolved and the vaginal haemorrhage, bacterial infection, vulvovaginal mycotic infection, migraine, headache, tooth disorder, the last episode of dysmenorrhoea, weight decreased, menstruation irregular, ovarian mass, rash erythematous and the last episode of rash papular outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, back pain, bacterial infection, breast tenderness, dental caries, device expulsion, dysgeusia, dyspareunia, feeling abnormal, female sexual dysfunction, headache, hot flush, menstrual disorder, menstruation irregular, migraine, mood swings, nausea, ovarian mass, pain in jaw, pelvic pain, pruritus, pyrexia, rash, rash erythematous, tooth disorder, tooth loss, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vitamin d deficiency, vulvovaginal mycotic infection, weight decreased, weight increased, the first episode of abdominal pain lower, the first episode of allergy to metals, the first episode of dysmenorrhoea, the first episode of menorrhagia, the first episode of rash papular, the second episode of abdominal pain lower, the second episode of allergy to metals, the second episode of dysmenorrhoea, the second episode of menorrhagia and the second episode of rash papular to be related to essure. The reporter commented: current weight 195.00lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36 kg/sqm. Hysterosalpingogram: on (B)(6) 2009: results: total bilateral occlusion. Ultrasound scan vagina: in (B)(6) 2017: results: one essure migrated near the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received : the following events were added : vulvovaginal mycotic infection, rash erythematous and rash popular. Concomitant condition added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of menorrhagia ("abnormally heavy menstrual bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since 2015, palpitations since 2015, sickle cell trait since 1969 and obesity. Concomitant products included cholecalciferol (vitamin d3) since 2014, fish oil since 2015, ginkgo biloba (ginko biloba) since 2015, hydrochlorothiazide, metoprolol, oral contraceptive nos from (B)(6)2009 to (B)(6)2010 and vitamins since 2012. On (B)(6)2008, the patient had essure inserted. On (B)(6)2008, the patient experienced back pain ("lower back pain"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), rash papular ("red itchy rash"), the first episode of allergy to metals ("nickel allergy") and the first episode of abdominal pain lower ("lower abdominal pain"). On (B)(6)2009, the patient experienced dyspareunia ("painful intercourse"). On (B)(6)2010, the patient experienced vaginal discharge ("vaginal discharge") and tooth disorder ("dental problems"). On (B)(6)2011, the patient experienced the first episode of alopecia ("hair thinning"). On (B)(6)2014, the patient experienced device expulsion ("essure migrated near the uterus/migration of essure device location of device: uterus"). On an unknown date, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required), the first episode of dysmenorrhoea ("abnormally severe menstrual pain"), the second episode of abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), pelvic pain ("severe pelvic pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), the second episode of menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation"), uterine leiomyoma ("uterine fibroids"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), pain in jaw ("severe jaw bone pain"), vitamin d deficiency ("vitamin d deficiency"), hot flush ("hot flashes"), mood swings ("mood swings"), feeling abnormal ("brain fog"), abdominal distension ("abdominal bloating / abdominal distention"), pyrexia ("fever"), breast tenderness ("breast tenderness"), vaginal infection ("chronic vaginal infections"), rash ("rashes"), pruritus ("itching"), the second episode of alopecia ("hair loss"), weight increased ("weight gain"), visual impairment ("vision problems"), the second episode of allergy to metals ("allergy to metals"), female sexual dysfunction ("inability to have sexual intercourse"), bacterial infection ("bacterial infection"), fungal infection ("yeast infection"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), weight decreased ("weight loss"), menstruation irregular ("irregular periods") and ovarian mass ("mass on the right ovary"). The patient was treated with paracetamol (tylenol), ibuprofen (advil) and surgery (uterine ablation, dilation and curettage). Essure treatment was not changed. At the time of the report, the device expulsion, the last episode of abdominal pain lower, pelvic pain, back pain, arthralgia, uterine pain, the last episode of menorrhagia, menstrual disorder, uterine leiomyoma, dental caries, tooth loss, dysgeusia, pain in jaw, vitamin d deficiency, hot flush, mood swings, feeling abnormal, abdominal distension, pyrexia, nausea, breast tenderness, vaginal infection, vaginal discharge, dyspareunia, rash, pruritus, the last episode of alopecia, weight increased, visual impairment, the last episode of allergy to metals and female sexual dysfunction had not resolved and the vaginal haemorrhage, bacterial infection, fungal infection, migraine, headache, rash papular, tooth disorder, the last episode of dysmenorrhoea, weight decreased, menstruation irregular and ovarian mass outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, bacterial infection, breast tenderness, dental caries, device expulsion, dysgeusia, dyspareunia, feeling abnormal, female sexual dysfunction, fungal infection, headache, hot flush, menstrual disorder, menstruation irregular, migraine, mood swings, nausea, pain in jaw, pelvic pain, pruritus, pyrexia, rash, rash papular, tooth disorder, tooth loss, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vitamin d deficiency, weight decreased, weight increased, the first episode of abdominal pain lower, the first episode of allergy to metals, the first episode of alopecia, the first episode of dysmenorrhoea, the first episode of menorrhagia, the second episode of abdominal pain lower, the second episode of allergy to metals, the second episode of alopecia, the second episode of dysmenorrhoea and the second episode of menorrhagia to be related to essure. No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6)2009: total bilateral occlusion. Ultrasound scan vagina - in (B)(6)2017: one essure migrated near the uterus. Most recent follow-up information incorporated above includes: on 13-aug-2018: pfs received. Event added: mass on right ovary. She received tylenol and advil for migraine and headache. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of the first episode of menorrhagia ("abnormally heavy menstrual bleeding") in a 39-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since 2015, palpitations since 2015, sickle cell trait since 1969 and obesity. Concomitant products included colecalciferol (vitamin d3) since 2014, fish oil since 2015, ginkgo biloba (ginko biloba) since 2015, hydrochlorothiazide, metoprolol, oral contraceptive nos from 8-jan-2009 to 2-jan-2010 and vitamins since 2012. In (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced back pain ("lower back pain"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), rash papular ("red itchy rash"), the first episode of allergy to metals ("nickel allergy") and the first episode of abdominal pain lower ("lower abdominal pain"). On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and tooth disorder ("dental problems"). On (B)(6) 2011, the patient experienced the first episode of alopecia ("hair thinning"). On (B)(6) 2014, the patient experienced device expulsion ("essure migrated near the uterus/migration of essure device location of device: uterus"). On an unknown date, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required), the first episode of dysmenorrhoea ("abnormally severe menstrual pain"), the second episode of abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), pelvic pain ("severe pelvic pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), the second episode of menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation"), uterine leiomyoma ("uterine fibroids"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), pain in jaw ("severe jaw bone pain"), vitamin d deficiency ("vitamin d deficiency"), hot flush ("hot flashes"), mood swings ("mood swings"), feeling abnormal ("brain fog"), abdominal distension ("abdominal bloating / abdominal distention"), pyrexia ("fever"), breast tenderness ("breast tenderness"), vaginal infection ("chronic vaginal infections"), rash ("rashes"), pruritus ("itching"), the second episode of alopecia ("hair loss"), weight increased ("weight gain"), visual impairment ("vision problems"), the second episode of allergy to metals ("allergy to metals"), female sexual dysfunction ("inability to have sexual intercourse"), bacterial infection ("bacterial infection"), fungal infection ("yeast infection"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), weight decreased ("weight loss") and menstruation irregular ("irregular periods"). The patient was treated with surgery (uterine ablation, dilation and curettage). Essure treatment was not changed. At the time of the report, the device expulsion, the last episode of abdominal pain lower, pelvic pain, back pain, arthralgia, uterine pain, the last episode of menorrhagia, menstrual disorder, uterine leiomyoma, dental caries, tooth loss, dysgeusia, pain in jaw, vitamin d deficiency, hot flush, mood swings, feeling abnormal, abdominal distension, pyrexia, nausea, breast tenderness, vaginal infection, vaginal discharge, dyspareunia, rash, pruritus, the last episode of alopecia, weight increased, visual impairment, the last episode of allergy to metals and female sexual dysfunction had not resolved and the vaginal haemorrhage, bacterial infection, fungal infection, migraine, headache, rash papular, tooth disorder, the last episode of dysmenorrhoea, weight decreased and menstruation irregular outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, bacterial infection, breast tenderness, dental caries, device expulsion, dysgeusia, dyspareunia, feeling abnormal, female sexual dysfunction, fungal infection, headache, hot flush, menstrual disorder, menstruation irregular, migraine, mood swings, nausea, pain in jaw, pelvic pain, pruritus, pyrexia, rash, rash papular, tooth disorder, tooth loss, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vitamin d deficiency, weight decreased, weight increased, the first episode of abdominal pain lower, the first episode of allergy to metals, the first episode of alopecia, the first episode of dysmenorrhoea, the first episode of menorrhagia, the second episode of abdominal pain lower, the second episode of allergy to metals, the second episode of alopecia, the second episode of dysmenorrhoea and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2017: one essure migrated near the uterus. Most recent follow-up information incorporated above includes: on 28-feb-2018: reporter information, patient details, other relevant history, product information, concomitant drugs, events- abnormal bleeding (vaginal), bacterial infection, yeast infection, migraines, headaches, red itchy rash, dental problems, dysmenorrhea (cramping), nickel allergy, weight loss, irregular periods were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of the first episode of menorrhagia ("abnormally heavy menstrual bleeding") in a 39-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included blood pressure high since 2015, palpitations since 2015, sickle cell trait since 1969 and obesity. Concomitant products included colecalciferol (vitamin d3) since 2014, fish oil since 2015, ginkgo biloba (ginko biloba) since 2015, hydrochlorothiazide, metoprolol, oral contraceptive nos from 8-jan-2009 to (B)(6) 2010 and vitamins since 2012. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced back pain ("lower back pain"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), migraine ("migraines"), headache ("headaches"), rash papular ("red itchy rash"), the first episode of allergy to metals ("nickel allergy") and the first episode of abdominal pain lower ("lower abdominal pain"). On (B)(6) 2009, the patient experienced dyspareunia ("painful intercourse"). On (B)(6) 2010, the patient experienced vaginal discharge ("vaginal discharge") and tooth disorder ("dental problems"). On (B)(6) 2011, the patient experienced the first episode of alopecia ("hair thinning"). On (B)(6) 2014, the patient experienced device expulsion ("essure migrated near the uterus/migration of essure device location of device: uterus"). On an unknown date, the patient experienced the first episode of menorrhagia (seriousness criteria medically significant and intervention required), the first episode of dysmenorrhoea ("abnormally severe menstrual pain"), the second episode of abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), pelvic pain ("severe pelvic pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), the second episode of menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation"), uterine leiomyoma ("uterine fibroids"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), pain in jaw ("severe jaw bone pain"), vitamin d deficiency ("vitamin d deficiency"), hot flush ("hot flashes"), mood swings ("mood swings"), feeling abnormal ("brain fog"), abdominal distension ("abdominal bloating / abdominal distention"), pyrexia ("fever"), breast tenderness ("breast tenderness"), vaginal infection ("chronic vaginal infections"), rash ("rashes"), pruritus ("itching"), the second episode of alopecia ("hair loss"), weight increased ("weight gain"), visual impairment ("vision problems"), the second episode of allergy to metals ("allergy to metals"), female sexual dysfunction ("inability to have sexual intercourse"), bacterial infection ("bacterial infection"), fungal infection ("yeast infection"), the second episode of dysmenorrhoea ("dysmenorrhea (cramping)"), weight decreased ("weight loss"), menstruation irregular ("irregular periods") and ovarian mass ("mass on the right ovary"). The patient was treated with paracetamol (tylenol), ibuprofen (advil) and surgery (uterine ablation, dilation and curettage). Essure treatment was not changed. At the time of the report, the device expulsion, the last episode of abdominal pain lower, pelvic pain, back pain, arthralgia, uterine pain, the last episode of menorrhagia, menstrual disorder, uterine leiomyoma, dental caries, tooth loss, dysgeusia, pain in jaw, vitamin d deficiency, hot flush, mood swings, feeling abnormal, abdominal distension, pyrexia, nausea, breast tenderness, vaginal infection, vaginal discharge, dyspareunia, rash, pruritus, the last episode of alopecia, weight increased, visual impairment, the last episode of allergy to metals and female sexual dysfunction had not resolved and the vaginal haemorrhage, bacterial infection, fungal infection, migraine, headache, rash papular, tooth disorder, the last episode of dysmenorrhoea, weight decreased, menstruation irregular and ovarian mass outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, bacterial infection, breast tenderness, dental caries, device expulsion, dysgeusia, dyspareunia, feeling abnormal, female sexual dysfunction, fungal infection, headache, hot flush, menstrual disorder, menstruation irregular, migraine, mood swings, nausea, ovarian mass, pain in jaw, pelvic pain, pruritus, pyrexia, rash, rash papular, tooth disorder, tooth loss, uterine leiomyoma, uterine pain, vaginal discharge, vaginal haemorrhage, vaginal infection, visual impairment, vitamin d deficiency, weight decreased, weight increased, the first episode of abdominal pain lower, the first episode of allergy to metals, the first episode of alopecia, the first episode of dysmenorrhoea, the first episode of menorrhagia, the second episode of abdominal pain lower, the second episode of allergy to metals, the second episode of alopecia, the second episode of dysmenorrhoea and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. Ultrasound scan vagina - in (B)(6) 2017: one essure migrated near the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("abnormally heavy menstrual bleeding") and device dislocation ("essure migrated near the uterus") in a female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2017, the patient experienced device dislocation (seriousness criterion medically significant). On an unknown date, the patient experienced dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping / lower abdominal pain"), pelvic pain ("severe pelvic pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), the first episode of menorrhagia ("abnormally heavy menstrual bleeding"), the second episode of menorrhagia ("prolonged menstruation"), menstrual disorder ("abnormal menstruation"), uterine leiomyoma ("uterine fibroids"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), pain in jaw ("severe jaw bone pain"), vitamin d deficiency ("vitamin d deficiency"), hot flush ("hot flashes"), mood swings ("mood swings"), feeling abnormal ("brain fog"), abdominal distension ("abdominal bloating / abdominal distention"), pyrexia ("fever"), nausea ("nausea"), breast tenderness ("breast tenderness"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), rash ("rashes"), pruritus ("itching"), the first episode of alopecia ("hair thinning"), the second episode of alopecia ("hair loss"), weight increased ("weight gain"), visual impairment ("vision problems"), allergy to metals ("allergy to metals") and sexual dysfunction ("inability to have sexual intercourse"). The patient was treated with surgery (uterine ablation, dilation and curettage). At the time of the report, the device dislocation, dysmenorrhoea, abdominal pain lower, pelvic pain, back pain, arthralgia, uterine pain, the last episode of menorrhagia, menstrual disorder, uterine leiomyoma, dental caries, tooth loss, dysgeusia, pain in jaw, vitamin d deficiency, hot flush, mood swings, feeling abnormal, abdominal distension, pyrexia, nausea, breast tenderness, vaginal infection, vaginal discharge, dyspareunia, rash, pruritus, the last episode of alopecia, weight increased, visual impairment, allergy to metals and sexual dysfunction had not resolved. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, arthralgia, back pain, breast tenderness, dental caries, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, feeling abnormal, hot flush, menstrual disorder, mood swings, nausea, pain in jaw, pelvic pain, pruritus, pyrexia, rash, sexual dysfunction, tooth loss, uterine leiomyoma, uterine pain, vaginal discharge, vaginal infection, visual impairment, vitamin d deficiency, weight increased, the first episode of alopecia, the first episode of menorrhagia, the second episode of alopecia and the second episode of menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: full occlusion of fallopian tubes ultrasound scan vagina - in (B)(6) 2017: one essure migrated near the uterus. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.